Event description:
A site reported to rxsight that during implantation of a light adjustable lens (lal, sn (B)(6)), the surgeon noted one of the haptics had dis-inserted leading to poor iol centration. During iol removal, the surgeon also noted a posterior capsular tear and an anterior vitrectomy was also performed. The procedure was completed using a different iol.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).